Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation codes: method - lens work order search results - : a lens work order search was performed and one similar complaint was found within the same work order. Conclusion -: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Lens was inserted in patient left eye and removed. Results: a visual inspection of the returned product found the lens optic is torn in 2 pieces. One loop haptic and piece of optic are torn off and missing. There was evidence of reddish residue on the lens surface. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens into the patient's eye. After the lens was inserted into the eye. The physician noticed a broken haptic. The lens was removed without patient injury. Another lens, same model and size was inserted. The second lens was also removed. See MFR#2023826-2014-00386 for second lens.